Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: snaring of separated guide wire. Device issue: guide wire separation. It was reported that during an angioplasty of a calcified torturous circumflex artery, the whisper guide wire fractured as it was being advanced with another company's stent system. The distal portion of the guide wire stayed loose in the circumflex, and the proximal end of the fractured guide wire protruded through the side of the stent delivery balloon. The separated portion of the guide wire was successfully snared from the patient. There was no reported patient effects. No additional event or patient information is available.